Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times and the pump got stuck in the prime and rewind sequence and could not exit. The customer's blood glucose reading was 454 mg/dl at the time of incident. Troubleshooting was unable to be performed as the pump was stuck in the prime rewind cycle and is not operational. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform occlusion test and excessive no delivery test due to prime anomaly. No unexpected motor noise anomaly noted during rewind or basic occlusion test. The insulin pump passed basic occlusion test and displacement test. The operating currents are within specifications. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, stripped battery cap coin slot and missing the end cap sticker.